Event description:
Pt had anterior cruciate repair done in 2000. Fixation of the graft on tibial side was accomplished with arthrex bio-interference screws 10 mm x 28 mm. The screws are intended to reabsorb in two years as stated by manufacturer. Pt came back to surgeon with complaint of painful mass in region of tibial tunnel. Brought back to surgery. The mass was an intact biointerference screw, with no evidence of degradation. Screw removed.